Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the development of the abdominal hernia requiring corrective surgery. As well as the association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis (pd) therapy. Additionally, there has been no allegation of device malfunction, against the liberty cycler or any fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call, a peritoneal dialysis nurse reported the patient was hospitalized on (B)(6) 2017 due to a hernia that had been progressively getting worse for about a month. The patient has since had a hernia repair surgery and is currently in the hospital completing treatments on hemodialysis.